Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased in chair. The device was alarming, but the type of alarm was unknown. It was unknown if the pump was still running or not. The cause of death was undetermined, and it was unknown if it was device or therapy related.

Manufacturer narrative:
Related regulatory reference report MFR # 2916596-2023-06924. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.